Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they got hospitalized due to low blood glucose, with blood glucose of 57 mg/dl at the time of the incident. The customer was at 117 mg/dl at the time of the call. The customer was given intravenous glucose to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was and automatically adjusting insulin delivery during the event. The customer stated the pump did not vibrate to alert them that they were low. Troubleshooting was completed and the vibrate test passed. The insulin pump will not be returned for analysis.